Event description:
It was reported that, during reprocessing, the colonovideoscope most recent result tested positive for >100 colony forming units (cfu) of pseudomonas. The device was tested back in (B)(6) of 2025 and in (B)(6) of 2025 which both tested for >100 cfu of pseudomonas. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. This report is related to 9610595-2025-35704 (3/3).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: h2, h4, h6, h11. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.